Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to perform a reboot of the intellivue x3. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. A reboot of the intellivue x3 was performed. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker operation error message was displayed on the intellivue x3. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided. The device was in use on a patient. There was no report of patient or user harm.